Event description:
Customer reported that his blood glucose is 180 mg/dl because he found air bubble in his reservoir. Customer stated that he had to adjust his bolus due to the air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).